Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 75% stenosed and located in the right coronary artery (rca). The lesion was wired with the viperwire guide wire and difficulty positioning the wire was noted. The lesion was treated with four passes of the oad, after which a perforation was noted at the branch of the main artery. Balloon angioplasty and stent placement were performed to resolve the perforation. The patient was in stable condition following the procedure.